Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the reservoir connecting tube was noted. Pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. Pump tubing was not returned for analysis as it was cut down to the pump block. The component passed both leakage and functional tests. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the reservoir connecting tube was noted. Pump was removed and replaced. There were no patient complications.